Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that increased oozing was observed from all device and intravenous access sites, attributed to a supratherapeutic ptt. The medical team adjusted the heparin infusion accordingly, repeat laboratory tests are pending, and manual pressure was applied as an additional measure.